Event description:
Boston scientific received information that this chronic transvenous left ventricular (lv) lead exhibited pacing impedance measurements of greater than 2000 ohms, triggering a latitude alert. Reprogramming the lv pacing vector in various configurations still resulted in impedance measurements of greater than 2000 ohms, and lv pacing was not capturing. No adverse patient effects occurred as a result of these observations.

Event description:
--

Manufacturer narrative:
The physician brought the patient in for a lead revision. During the revision procedure, it was noted that this lv lead was fractured. This lv lead was successfully replaced and returned for analysis. No adverse patient effects occurred as a result of these observations. Laboratory analysis of this lv lead is currently in progress. This event will be updated as additional information becomes available.

Manufacturer narrative:
Analysis of this lead was performed at our (B)(4) laboratory. The lead was returned in two severed segments. Detailed visual inspection of the lead body segments confirmed that the conductor was fractured near the suture sleeve tie down portion of the lead. This event will be updated if any additional information becomes available.